Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to MFR 3005099803-2009-04037, 3005099803-2009-04038, 3005099803-2009-04060 and 3005099803-2009-04061 for the associated device information. It was reported to boston scientific corporation that five resolution clip devices were used during a procedure, performed on (B)(6), 2009. According to the complainant, during the procedure, the first two clips would not advance from the sheath using the handle. The second two clips were advanced from the sheath, then fell off. The fifth resolution clip device was broken inside the sheath. The procedure was finished by sclerosing the lesion. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. There were two lots identified by the complainant, 0ml9020909 and 0ml9040611. It is unknown which lot number corresponds with this device. The complainant indicated that the device has been disposed of and will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).